Manufacturer narrative:
Device eval: the device was returned and evaluated. Three separate accuracy tests were performed, and each time the device was found to be within the published spec of +/- 6%. This device is subject to a recent field safety corrective action which was brought to the administration's attention in july 2011 with smiths reference 2183502-04/25/11-004-c. The latches for affected cadd-solis devices will be replaced with a more robust latch assembly for securing the cassette to the pump. Following replacement of the latch, the pump passed function and accuracy testing.

Event description:
Report states that a cadd solis pump was set up for pca. At the expected conclusion of the infusion, the nurse checked the 100 ml medication cassette reservoir and their was a significant volume of medication remaining in the reservoir. No injury was reported.